Event description:
It was reported that the pt had an MRI in (B)(6) 2012 that showed deterioration in both joints of the hip. Blood test levels are acceptable.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.